Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was unable to get insulin through the tubing and insulin pump alarmed no delivery during manual prime. Customer after trying three times she was able to get it work and was put back in the rewind after getting fully connected and filling the cannula. Customer's blood glucose was 202 mg/dl. The issue was resolved upon troubleshoot. The customer was advised to call back if issues persist. No further information provided.